Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation tested the unit for 24 hours and was unable to reproduce customer's reported symptom. Review of the history log confirms the error code 322. Evaluation has led to the determination that the upper and lower auxiliary assemblies were failing. The upper and lower auxiliary assemblies were replaced.

Event description:
It was reported that a pump has a system error 322. It was also reported there was no patient injury.